Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26530. It was reported that the patient presented in clinic. Review of remote transmission revealed that the right ventricular (rv) lead exhibited noise. Programming changes were made on the rv lead. Additionally, rv lead revision was scheduled for same day. Isometrics testing was performed and noise was reproduced in clinic for the rv lead. It was also observed in the right atrial (ra) lead that p-waves were intermittently diminished, and the noise from the rv lead was seen in the ra. Farfield sensing was also noted on the ra lead at lower programmed sensitivity. Due to the patient age and risk of infection the physician opted to implant a new system on the patient right side and the entire system on the left was abandoned. The patient was in stable condition.